Event description:
As the physician was putting the implant together, the device broke. The device, which assists with the alignment and insertion of the femoral head, was discontinued. The physician used a rubber-ended mallet to put the implant together.